Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 477 mg/dl. Customer thinks that customer was not getting insulin. Customer declined troubleshooting for high blood glucose. Insulin pump and reservoir will not be returned for analysis.